Event description:
It was reported that the cardiac system was not holding time and the left monitor lost contrast. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced batteries used for time and the monitor. Adjusted the time and date. The system was tested and found to be working as intended and placed back into service.